Manufacturer narrative:
The product was returned for evaluation. Visual inspection showed bone on-growth on the shell. Damage was noted on the rim of the liner and on the underside of the femoral head, which were likely caused during removal. No material or manufacturing deviations were observed during this investigation. At this time we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined. No further investigation is required. (B)(4).

Event description:
It was reported that a revision surgery was performed due to pain.